Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to see if the patient's family had downloaded yet. There was no download. The psr stated that patient was treated. She stated that the patient was crossing the parking lot after his doctor's appointment when he collapsed. There was a policeman nearby and saw him pass out and proceeded to give him CPR. The policeman also notified emergency services who brought the patient to the hospital. The system was removed and he was admitted. The family had the system and told the psr that they would download this morning. On (B)(6)2009, the psr visited the family and picked up the system. She stated that the system was downloaded, but support could not find it in the patient's record. When the flags were looked at, this download had failed. She stated that she put a fully charged battery in the system and was speaking to the nurse about the patient. She noticed that the monitor was getting hot in her hands and then the screen showed no charge and shut off. She then smelled a burning smell. When she put a fresh battery in to try again, the monitor did not even start up. On (B)(6)2009, the patient passed away in hospital not wearing vest. Lifecor received the equipment on (B)(6)2009 and it would not power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor would not power up when received. The monitor had multiple components on the ca and defibrillator pcas that were burnt. The monitor is currently in engineering undergoing a root cause investigation. A supplemental report will be sent once this investigation is complete. No adverse event resulted from the monitor failure.